Event description:
Customer called to report that the immage immunochemistry system had stopped working. The customer technical specialist (cts) assisted customer with troubleshooting the instrument, during which customer noticed a leak from underneath the instrument. Customer stated that the leak was backing up into the wash cup. After further troubleshooting, the cts determined that a service request was necessary to evaluate and resolve the instrument issue. A service request was generated; however, customer resolved the instrument issue prior to the service visit. Also, customer verified instrument performance and has not called back to report further instrument issues or leaks. Customer stated that patient sample results were not affected, and that no one was exposed to or harmed by the instrument leak.

Manufacturer narrative:
The customer technical specialist assisted customer with troubleshooting the instrument, as described, but determined that a service call was necessary. Prior to the field service engineer's (fse) onsite visit, customer reported that the issue was resolved and that service was no longer necessary. The issue was resolved prior to the fse's opportunity to evaluate the instrument and to determine the root cause of the instrument issue. Customer resolved issue prior to service.